Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys ca 19-9 (ca 19-9) on a cobas 8000 core unit. Patient 1 initial result was 75.4 u/ml. The repeat result was 17.6 u/ml. Patient 2 initial result was 60.6 u/ml. The repeat result was 23.9 u/ml. The customer repeats all samples with "abnormal" results. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). Qc was acceptable. The sample aspiration and fluidic pathways were checked, and no issues were identified. The investigation is ongoing.